Manufacturer narrative:
(B)(4) (failure to extend). This code was selected by the manufacturer based upon information obtained from the user facility and does not reflect the condition of the device following the device investigation. A visual examination of the returned device found that the heatshrink section at the handle was bent. In addition, the cut wire inside the handle device was bent and broken which affected the needle extension out of the catheter. The outer diameter (od) of the exposed cut wire needle was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire needle would not extend; the bent/broken wire inside the handle prevented the needle from extending. During manufacturing, the needle extension is inspected to ensure it meets manufacturing specification. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a needleknife sphincterotomes was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was advanced down the scope and positioned at the papilla in an attempt to perform a sphincterotomy. At this time, it was noted that the device's cut wire needle would not extend out of the catheter. The procedure was completed with another needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; bent/broken wire.